Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) on 2018-jul-22. It was reported that the patient could not charge past 40% and they were charging for eight hours in attempt to get full charge. Troubleshooting could not be performed due to lack of access to the product; the rep noted that they were going to meet with the patient on the day of the report. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that about a week ago, the rep reprogrammed the patient to high density settings. The rep stated that they were not with the patient nor do they have any settings. It was reported that the patient indicated that the ins was having a difficult time holding a charge. No troubleshooting could be done due to a lack of access to the product. Additional information was received from a manufacturer representative (rep). It was reported that the patient was charging more frequently, it takes longer to charge, and they randomly notice the ins turned off and this was verified with the controller. The rep said the patient has to charge 2-3 hours to get to full and doesn't even get to full - sometimes it shows 50% and "finished." The patient reports this happens daily. The caller indicated that the patient was not pressing any buttons erroneously. The patient usually gets excellent recharge quality if they aren't moving around a lot. The rep noted they were charging on the call and it went from 30-40% with excellent quality. The rep said the patient was on the fastest setting and runs around 7.1 ma. The rep didn't have their tablet with them for further troubleshooting. The patient recently switched to a new group and hd settings. The event started a little before february 14, but the issue became more prominent in the last 10 days where it's all over the place. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.